Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: b5, d6 (medical device implant date) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that seven months and twenty-six days post port placement via the right subclavian vein, the port allegedly did not give a blood return when accessed and stopped functioning. It was further reported that a fluoroscopic imaging revealed that a piece of the port had allegedly broken off and was found to be dislodged in the patient. Furthermore, the broken piece was allegedly migrated and embolized in the patient's right main pulmonary artery. Reportedly, an emergency surgery was done to remove the fractured and dislodged portion of the port as well as the remaining portion of the device. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that seven months thirty days post port placement for chemotherapy in treatment, there was allegedly no blood return. It was further reported that a piece had broken off. It was also reported that the broken piece allegedly migrated and embolized in the pulmonary artery. Further, an additional surgery was done to remove to fractured catheter piece. The current status of the patent is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.